Event description:
The customer reports that the device was defective on arrival - speaker malfunction was reported. The device was not used for patient monitoring at the time of the alleged malfunction.

Manufacturer narrative:
Phone number (B)(6).

Event description:
The customer reports that the device was defective on arrival - speaker malfunction was reported. The device was not used for patient monitoring at the time of the alleged malfunction.